Event description:
Philips received a complaint on the patient information center ix indicating the system regularly has no telemetry alarms coming through on the. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. The fse indicated during an evaluation of the system and a review of the system logs that no issues were found on pic ix. The fse confirmed that issue of the system alarms not being sent to the dect-phones via careevent. The philips field service engineer confirmed the customer's device issue, and no additional issue with the system were confirmed. The investigation concludes that no further action is required at this time.